Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Evaluation of returned device pending.

Event description:
It was reported to gore that the gore® viabahn® vbx balloon expandable endoprosthesis came detached from the balloon within the patient. Reportedly the device was able to be snared by the physician and removed. The procedure was completed using another vbx device.

Manufacturer narrative:
H6: clinical code changed to 4582. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H1: reportable event changed to malfunction (initial report correctly identified this event as a malfunction; follow-up report incorrectly stated serious injury). H6: component code corrected to 515 (stent).

Manufacturer narrative:
A review of the manufacturing records indicated the device lots met all pre-release. Manufacturing. Specifications. The returned device was confirmed as the delivery system (135 cm) for a gore® viabahn® vbx balloon expandable endoprosthesis (7 x 59 mm) device. The endoprosthesis was not present on the balloon and was not returned with the delivery system. The cause of the reported failure mode of endoprosthesis loses retention to delivery system could not be established with the information provided, including the device evaluation. It was reported that the physician suspected the stent dislodged due to calcification in the common iliac artery.